Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d224trk crt-d, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had a left ventricular assist device (lvad) placed and the right ventricular (rv) lead threshold rose in correlation. The rv lead remains in use. No patient complications have been reported as a result of this event.